Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there was clotting/micro clots/fibrin clots and missing additive. The following information was provided by the initial reporter. The customer stated: "the laboratory stated the lavender top tubes were coagulated. The tubes anticoagulant was dry."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting or missing additive were observed. Fifty (50) retention samples were visually evaluated and the edta content was tested with acceptable results. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. The most common cause of clotting is inadequate/improper mixing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting or missing additive. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there was clotting/micro clots/fibrin clots and missing additive. The following information was provided by the initial reporter. The customer stated: "the laboratory stated the lavender top tubes were coagulated. The tubes anticoagulant was dry."